Event description:
As reported by the user facility: customer reported, "on (B)(6) 2014, the pump stated it had completed an infusion, but there was still solution in the bag. On (B)(6)2014, there was a drop sensor alarm". Customer did not know what drug was being infused. Unk rate, volume to be infused or the total volume infused. No pt injury. No tubing.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun internal report # (B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. Ref. (B)(4).